Event description:
The customer reported that the unit was getting error messages and the light was flickering off. Also the unit was rebooting intermittently.

Manufacturer narrative:
The ge service rep replaced the fluoro functions pcb and mainframe ps1 after doing assembly checks. He verified proper system operation.